Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the customer experienced high blood glucose and high blood glucose of 392mg/dl. The caller stated that moisture was found on the piston and in the reservoir compartment. No further information was provided.